Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device changed level settings by a security wand at a courthouse. According to the report, after the incident the patient felt unsteady, experienced a migraine and had symptoms of over drainage.